Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial lead impedance lifetime maximum of 3677 ohms. Atrial lead warning occurred on (B)(4) 2015 with 204 high impedance/open circuit pace counts since lead warning. Average impedance in record was stable within a normal range of 470-576 ohms. (B)(4).

Event description:
It was reported that there was a lead warning on the right atrial (ra) lead for high impedance. It was also noted that the lead impedance on the right ventricular (rv) lead was chronically high and rising. The patient will be routinely followed and both the ra and rv leads remain in use. No patient complications have been reported as a result of this event.